Manufacturer narrative:
H3: no conclusion can be drawn as the device was refused to return by customer. If the device returned in future, device evaluation will be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurosurgical procedure on (B)(6) 2025, at a medical institution, a burr drill bit used for cranial bone flap processing suddenly fractured at approximately 9:10 am. The device had previously functioned well and was considered a routine surgical instrument in the department. The malfunction occurred during a critical stage of the operation, which involved removal of an intracranial lesion to relieve neural compression and preserve neurological function. The breakage posed a significant risk of intracranial hemorrhage, nerve injury, and severe complications such as hemiplegia or coma if the broken fragment had injured brain tissue. The surgical team immediately suspended the procedure, replaced the faulty drill, and confirmed no substantial harm to the patient. The operation resumed at 9:14 am and concluded at 3:20 pm. Although no direct injury occurred, the incident prolonged the surgery and increased the patient¿s risk of infection and anesthesia-related complications.

Event description:
Additional information was received stating that there is no broken burr pieces left inside the patient.

Manufacturer narrative:
Additional information was received stating that there is no broken burr pieces left inside the patient. And device was discarded by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.